Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4: batch # 478c21. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and with an ecr45g and a gst45g reload present, both reloads are unfired. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with returned reloads. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 478c21, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed to another one to continue the surgery, the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.